Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had read/write errors multiple times. A field service engineer had replaced the drawer controller board, row board cable, and latch incept to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the drawer had read, write and fail errors. The customer reported that they utilized another station to obtain their medication and there was delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.